Event description:
It was reported that during a surgical procedure at (B)(6) joules of use and 6:17 minutes, the "beam does not come sideways but precisely from the fiber." During the use of the second fiber, it was noted that the "laser beam is straight and not sideways submitted" at (B)(6) joules of use and 4 minutes. The procedure was completed and there were no reports of patient injury. This report is for the second fiber.

Manufacturer narrative:
(B)(4).